Event description:
The customer reported that during a p24 antigen assay and a hepatitis core assay, summit sample handler, failed to pipette sample or reagent and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.